Event description:
Pt reported that they were in the hosp for 2 days with a diagnosis of diabetic ketoacidosis (blood glucose in 400's [mg/dl])--treatment rec'd: IV insulin. Pt did wear device during hospitalization. Physician has asked pt to reprogram basal rates (change of basal rates from 16.8 u of insulin per 24 hrs to 21.2 u of insulin per 24 hrs).